Event description:
A (B)(6) customer sent their contour link meter and reagents to the country's bayer facility for testing. A control test was run on the system as part of the testing and a high out of range control result of 12.2mmol/l was received. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory.no adverse event was alleged.control solution is to be returned to qa for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.model was not provided.